Event description:
Omnipod 5 like to have took me off this planet my glucose levels were steadily going up and up to over 500 I couldn't understand why cause I had pod on but I would notice leakage under pod but didn't think anything of it other than must be way I sleep on my arm then the swelling started my feet got so huge and I had water blisters come up on my legs at he cabs of both legs ended up itching so bad I had to go to hospital where I was admitted for days and given the insulin I only needed to get my glucose down and the itching and swelling now the swelling goes down for a few days then comes right back since using this omnipod 5 I hurt every day from the swelling its so bad at times and I still have the itching just not as bad as it was and my glucose levels are staying around 99 to 150 now not over 500 my eyes are also getting little better from very high glucose levels as well as me having to pee so much and couldn't hold it. No control over my bladder due to high levels. Please take this killer off the market I suffer daily from this product and the side effect its had on my body thanks. I dont wish this pain and side effects from ominpod 5 on anyone. Refer to additional documents in i2k.